Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing was observed on the device. Upon interrogation, a false episode was caused by loss of contact. The patient will continue to be monitored.